Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to infection with sepsis. The patient was pacer dependent. A new right ventricular (rv) lead was implanted and the explanted pacer was reconnected to the new rv lead and used as a temporary pacer. There were no additional adverse patient effects reported.